Event description:
It was reported that there was an issue with the product nv201e - vitelene insert e 32mm sym. According to the complaint description, total hip arthroplasty (tha) surgery had been performed on (B)(6) 2024. The patient later made a doctor's visit due to the strange "sound" of the hip joint on (B)(6) 2024. According to the results of computed tomography (CT) and x-ray, there might be possibility of the polyethylene (pe) liner having dislodged. A revision procedure was on (B)(6) 2024. During revision, the liner was observed to be fixed in a tilted position so that it had not been properly fitted to the plasma cup. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Further details were not provided. The adverse event / malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9: product return date, h3: yes, evaluation, h6: codes updated. Investigation results: visual inspection: the product shows traces of the explantation. There are no deviations regarding the size of the product. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/preventive measures: based on the investigation and information available, it is not possible to determine a definitive root cause for the mentioned failure /error patterns. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.